Event description:
While attempting to ream, the canal was tight, surgeon brought reamer back and forth and on third attempt the reamer head broke off in the canal. Retrieved reamer head with a ball tip guide, however, two small device fragments were not retrieved. Retained fragments may be those of reamer drive shaft or reamer head; this is one of two reports submitted for one event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number provided. Synthes is unable to determine manufacturing date without a lot number.